Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the trp3546 catheter failed to calibrate after insertion. It was replaced with another trp3546 unit. The faulty balloon was discarded due to an infection and could not be retrieved. The patient had mild vascular tortuosity and severe calcification. No health hazards or injuries were reported.

Manufacturer narrative:
Updated fields: b4, b6, g3, g4 (PMA/510k no.), g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID (B)(4).

Event description:
N/a